Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer's adc freestyle libre sensor readings "got lower until they received 'lo' (reading less than 40 mg/dl) - then remained lo". Customer was treated with glucagon and sugar and a subsequent blood glucose result of 25 mmol/l (450 mg/dl) was obtained some time after. Customer's wife contacted a healthcare professional was by phone and was advised to treat the customer with insulin. No further treatment was reported.

Manufacturer narrative:
Performed visual inspection on returned sensor and no issues observed. The sensor plug was removed from the sensor and all three sensor contacts were installed correctly. No issues observed with sensor neck. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's wife reported the customer's adc freestyle libre sensor readings "got lower until they received 'lo' (reading less than 40 mg/dl) - then remained lo". Customer was treated with glucagon and sugar and a subsequent blood glucose result of 25 mmol/l (450 mg/dl) was obtained some time after. Customer's wife contacted a healthcare professional was by phone and was advised to treat the customer with insulin. No further treatment was reported.